Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a no external power alarm was confirmed through the analysis of a submitted data log file. The log file contained approximately 18 days of data (dated (B)(6) 2019, according to the timestamp). At approximately 10:52pm on (B)(6) 2019 the log file captured a no external power alarm while the controller was being supported by a mobile power unit (mpu). Based on previous complaint experience, this event was consistent with a loss of ac power to the mpu. When ac power was re-connected, the no external power alarm resolved. Throughout this event the controller continued to support the pump at the set speed while being supported by the controller's internal backup battery. The log file did not capture any further atypical alarms or events. The mobile power unit (mpu) used during the event was not returned for analysis and the serial number of the device was not reported. As a result, the root cause of the reported event could not be conclusively determined and the device history record (DHR) could not be retrieved. Because the DHR could not be reviewed, it could not be determined if the mpu was manufactured with the v-lock ac power cable. This fix was implemented to mitigate the occurrence of loss of ac power on mpu support. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms, including no external power, and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported through log file analysis that the patient experienced a no external power event when there was a loss of external power to the patient's mobile power unit (mpu). The system reportedly continued to operate at the set speed and was supported by the controller's backup battery unit external power was restored. No further information was provided.